Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pn relion 31g x 8mm 3b tw 50ct was unable to deliver medication during use. The following was reported by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow."

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all passed.

Event description:
It was reported that a pn relion 31g x 8mm 3b tw 50ct was unable to deliver medication during use. The following was reported by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow."